Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: cadd solis vip pump was received from the customer stating: "system alarm code 45985". The customer reported issue was able to be confirmed through pump power up. The cause of the reported issue was a faulty pwa (printed wireless assembly). Before returning to the customer the device has to pass functional and delivery tests. Pwa and bubbled dso (downstream occlusion) seal will be replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had "system alarm code 45985". There was no patient involvement, and no patient harm/adverse event reported.